Event description:
Per 21cfr803, an MDR reportable event. Complaint rec'd from attorney that alleges "pt sustained a burn from using the cold pack. She went to her doctor who drained the burn blisters and cleaned the wound". Patient continued care with primary care and burn clinic. Permanent and physical injuries as a direct and proximate cause of the defective ice pack claimed within notification from lawyer. Product not returned to manufacturer. Product questionnaire not rec'd from clinician and/or patient.